Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the device is fractured away and the interior has debris and black markings at the proximal end. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or improper preparation of the insertion site. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, it was noticed that the biosure screw was warped. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No patient complications were reported. As per investigation results, the distal end of the device is fractured away and the interior has debris and black markings at the proximal end.

Manufacturer narrative:
H10: h2: correction on h6 "health effect - impact code".